Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. A 2mmx20mmx 143cm coyote es balloon catheter was advanced for dilatation. On the first inflation at 8 atmospheres, the balloon ruptured. The device was removed intact from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.